Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her patient's onetouch ultra meter was reading inaccurately high. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed that the alleged issue occurred on (B)(6) 2011 at approximately 10pm. She reported a blood glucose result of '149mg/dl' on the subject meter, which she claimed was higher than her feelings/usual readings. The patient reportedly manages her diabetes with insulin (unknown type and dose) and is a self adjuster. The patient denied taking any action in regards to her usual diabetes management routine in response to the alleged inaccuracy concern. The patient claimed that approximately 2 hours later, she developed symptoms of "light headedness and disorientation." She reported that her spouse contacted the emergency medical services (ems) and when they arrived, they tested her on the ems meter but she could not recall the result. The patient was reportedly treated with IV glucose by the emt at approximately 12:30am and it is unknown if the patient was admitted to hospital. It is unknown what the patient's blood glucose results were prior to receiving the '149 mg/dl' and what actions the patient took in response to the alleged high result but it was noted by the cca that the patient stated she took too much insulin in response to the high reading. At the time of troubleshooting, the cca noted that the patient was using expired test strips. The subject meter was set to the correct unit of measure. Replacement products were sent to the patient. This complaint is being reported because the reporter claims that the patient obtained an inaccurate high reading on the subject meter and reportedly developed symptoms suggestive of hypoglycemia that required medical intervention by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.